Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 b1 updated from "product problem" to "adverse event and product problem" b2 updated to "required intervention" h1 updated from "malfunction" to "serious injury"

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has not been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned for analysis and/or if additional information is received. A review of the instrument log showed the fbf instrument (part #470205-17 / lot #n11191014-0135) was last used on (B)(6) 2020 during this procedure with system sk1851. The fbf instrument has 10 allotted uses. The alleged event occurred on its 7th life. The fbf instrument has not been used in subsequent procedures after the alleged event reported on this record. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Although requested, no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece from the shaft of the fbf instrument broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a piece from the shaft (near the wrist of the instrument jaws) of the fenestrated bipolar forceps (fbf) instrument broke off and fell inside the patient. The location of the broken piece was between the shaft and the steel part of the fbf instrument. The broken fragment was retrieved during the same procedure with a backup instrument. The broken fragment is available for return to intuitive surgical, inc. (Isi) for evaluation. The surgeon was going through the cuff (toward the end of the procedure) when the fragment fell inside the patient. It was noted that the fragment fell inside the patient during an instrument tip/accessory collision. The fbf instrument's wrist was not straightened upon removal. The fbf instrument and port were pulled out together as one piece. There are photographic images of the device/fragment or a video recording of the procedure available for isi review. The procedure was completed with no reported injury. Isi obtained the following additional information regarding the reported event: the fragment from the fbf instrument fell inside the patient¿s abdomen when the surgeon was trying to straighten the fbf instrument for removal. The fragment was retrieved with a da vinci maryland instrument. The customer confirmed all fragments were retrieved. The customer performed an x-ray to ensure there were no additional foreign bodies inside the patient. The surgeon does not know what caused the fbf instrument to break. The surgeon was using the fbf instrument to retract the uterus. The fbf instrument was inspected prior to use, and no damage was observed. Prior to the breakage, the surgeon did not notice any issues with the functionality of the fbf instrument during the 1.5 hour of usage. The customer denied the fragment fell inside the patient during an instrument tip/accessory collision as was reported initially. The fbf instrument did not collide with any other instruments or hard material during the surgical procedure. There was no additional surgical procedure required to remove the fragment. The fbf instrument was not removed prior to the breakage. Upon final removal of the fbf instrument, there was resistance. The surgical staff had to pull out the fbf instrument and cannula together as one piece. The surgical staff did not notice any damage to the cannula. The fbf instrument¿s tip could not be straightened, so the surgeon had to cut the fbf instrument with a wire cutter to remove it from the cannula. It was confirmed there was no injury to the patient. At this time, the patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. The fbf instrument was reportedly returned for evaluation. The customer was not able to provide information about the patient's medical history nor the patient demographic information.